Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had a return of symptoms, didn't feel stimulation, and was unable to connect with the patient programmer since (B)(6) 2015. The health care provider (hcp) was able to connect to the implant in (B)(6) 2015. The circumstance that led to the patient's loss of therapeutic benefit, loss of stimulation, and not being able to connect with the programmer was that the patient fell out of their back door and pulled their back. The steps taken to resolve the event were that the patient's health care provider (hcp) changed the mode and said one or two of the electrodes may not have been working. They switched to the other electrodes and changed programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from a healthcare professional (hcp) reported that impedances were checked and the patient was reprogrammed.